Event description:
The customer stated that the 6600 system power cord needed repair. No patient injury was reported.

Manufacturer narrative:
The service rep repaired the power cord. The system operates as intended.